Event description:
Pt had a hohn catheter placed. Thirty six days later the pt complained of discomfort at the area of the catheter placement. Doctor ordered that the catheter be removed. When the catheter was removed, only 2 inches of the catheter was removed. A chest x-ray showed that the internal portion of the catheter was in the right atrium and ventricle of the pt's heart. The pt was taken to the cardiac cath lab for removal of the foreign body.